Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-03918. It was reported that patient experienced uncomfortable stimulation which they described as a shocking sensation. As a result, system was explanted.